Manufacturer narrative:
Unable to confirm prime/fill anomaly and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform prime test and excessive no delivery test due to loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump could not fill cannula and only fill tube and rewind. The customer¿s blood glucose level was 8.3 mg/dl. The insulin pump was returned for analysis.